Manufacturer narrative:
(B)(4). Evaluation, results: inherent risk of procedure (surgical conversion to open repair, endoleak), patient's condition affected effectiveness of device (type ii endoleak, disease progression; iliac artery dilatation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (type ii endoleak, disease progression; iliac artery dilatation).

Event description:
An aneurx stent graft was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately eight years and three months ago. Aneurysm and vessel morphology from the time of implant were not reported. It was reported that the aneurysm had grown to 13 cm in diameter and an angiogram was required to determine the cause. This patient has a history of taa and aaa. The patient was treated for the taa approximately 33 months ago with a talent stent graft system. The patient was seen for routine follow-up four months ago and the CT imaging showed definitive filling of the sac from the lumbars. There was possible presence of proximal and distal type I endoleaks and an unknown type of endoleak. The proximal endoleak appears to be coming from the graft margin right at the renal arteries. The distal endoleak appears to be coming from the 16 mm limb in the left common iliac artery which measures 20mm in diameter at the level of the hypogastric artery. The current status of this case is to be determined based on the surgical consult. An angiogram was performed the next day and showed no endoleaks. The decision was made to explant the stent grafts. The patient tolerated the procedure well and is doing fine. The explanted stent grafts were discarded by the user facility. Exact date of event is unknown.